Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having went to the hospital, allegedly experiencing asthma attack, shortness of breath, eye and skin irritation, light headedness, cough and sinus infection while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma attack, shortness of breath, eye and skin irritation, light headedness, cough and sinus infection related to CPAP device's sound abatement foam. The medical intervention that the patient received in response to the events is currently unknown. The reported events and its reported severity was reviewed by the manufacture's clinical expert. These events are not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.